Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was depleting quickly. The customer¿s blood glucose was not adversely impacted. Tandem technical support made several follow up attempts to contact customer but was unable to.